Event description:
It was reported that during a percutaneous coronary intervention procedure a, guide wire tip detached. The target lesion was located in the left anterior descending artery diagonal (lad). A luge guide wire was placed in the diagonal. One non bsc stent was placed in the lad across the diagonal. The luge guide wire was withdrawn and encountered resistance during withdrawal. After withdrawal, it was noted that the tip of the luge guide wire had detached in the diagonal. There was no attempt to retrieve the detached luge guide wire tip. The procedure was completed with this device. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).